Event description:
It was reported that the patient underwent ultrasound guided prostate surgery and was given continuous postoperative catheterized bladder irrigation. During ward rounds, the patient noticed that the foley catheter had slipped, and the catheter was subjected to a water fill test, which revealed that there was water seeped out of the balloon and that there was a breakage in the balloon, and the catheter was replaced with a new one immediately.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.